Manufacturer narrative:
It was reported that the patient's knee was very tight in deep flexion intra-operatively. The surgeon noted that there appeared to not be enough slope cut using the metal cutting guide. He decided to recut the tibia to form more slope with the saw blade. It was also reported that the trial femoral component snapped in half during the trialing phase. The surgeon utilized the femoral implant with the trials to successfully complete the surgery. These issues resulted in a 29 minute delay in the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's knee was very tight in deep flexion intra-operatively. The surgeon noted that there appeared to not be enough slope cut using the metal cutting guide. He decided to recut the tibia to form more slope with the saw blade. It was also reported that the trial femoral component snapped in half during the trialing phase. The surgeon utilized the femoral implant with the trials to successfully complete the surgery. These issues resulted in a 29 minute delay in the procedure.